Manufacturer narrative:
Additional information provided in b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the procedure was able to be completed absolutely normally without complication.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the blue or white threads stuck to the iols. Attempts were made to polish away the thread. There was patient contact, but no patient harm occurred. Additional information has been requested. There are seven medical device reports associated with this event. This report is for one of seven.

Manufacturer narrative:
The iol was not returned for analysis. Only video and photos were returned. The returned photos show implanted iol, several marks /lines are visible on the iol, the exact location of the observed marks/lines cannot be determined. The returned video shows iol already implanted in the eye, what appears to be a foreign loose material is observed on the anterior surface near the gusset area of the iol. The observed foreign material appears to be successfully removed with additional instrumentation. Based on our observation of the attached photos, several marks /lines are visible on the implanted iol, the exact location of the observed marks/lines cannot be determined. Based on our observation of the attached video, what appears to be a foreign loose material is observed on the anterior surface near the gusset area of the implanted iol. The observed foreign material appears to be successfully removed with additional instrumentation. No determination on the origin of the reported foreign material can be made without the evaluation of the physical product. A final root cause cannot be determined based on available information and without the evaluation of a physical sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).